Event description:
A customer reported receiving a reading of 179 mg/dl on his freestyle flash blood glucose meter and taking 15 units of insulin based on the reading received. The customer also reported sweating profusely, feeling his sugar was very low and losing consciousness. The paramedics were called and treated him with an unk intravenous solution. There was no medical diagnosis of severe hypo-or hyperglycemia. There was no report of death or permanent impairment associated with this event. Additionally, the customer reported receiving readings within ten minutes. Results of 90 mg/dl and 179 mg/dl were plotted against the average on a parkes error grid. The results fell into the "b" zone showing the difference in values was not clinically significant.

Manufacturer narrative:
The customer returned his meter. The reported readings on the date of the event were not found in the meter memory log. Device eval on the returned meter did not confirm the precision reading complaint and no new issues were observed. All results were within specification and no errors were observed during the control solution testing. This is the final report.